Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and four months post implant of this 27mm aortic bioprosthetic valve, the valve was explanted and replaced with 33mm mitral valve in the pulmonary position due to severe pulmonary insufficiency related to paravalvular leak (pvl). No additional adverse patient effects were reported.